Event description:
Cormet revision pending due to reported lameness and elevated cobalt and chromium ion levels.

Manufacturer narrative:
Per -2038 final report operative notes, x-rays, patient medical history, patient activity level and age, device details, and return of the device were requested.. No additional information was provided. It is unknown if the revision was performed. Without any device detail, it is not possible to identify the manufacturing records. Without any data, no investigation can be performed and it is unknown whether the reported devices caused or contributed in any way to the patient's experience. Therefore, this case is now considered closed. However, should additional data be provided, the case will be reopened. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
Per - (B)(4): initial report: additional information, including device details, post primary and pre revision x-rays, operative notes and patient details have been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. Upon receipt of the appropriate device details, the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA; however, this event occurred outside of the USA.

Event description:
Cormet revision pending due to reported lameness and elevated cobalt and chromium ion levels.